Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with proximal stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result within max crimped stent profile measurement. An examination of the tip identified tip damage. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04jun2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion with a significant bent of <45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated, a 3.50x24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.